Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing/sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited farfield oversensing and stored inappropriate atrial tachy response (atr) episodes. The device was programmed to automatic gain control (agc) 0.25 mv and smart blanking. The farfield signal was measured as 0.2 mv on the programmer, and p-wave amplitude daily measurement was greater than 1 mv. Upon reprogramming to fixed sensing at nominal values, farfield oversensing was resolved. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited farfield oversensing and stored inappropriate atrial tachy response (atr) episodes. The device was programmed to automatic gain control (agc) 0.25 mv and smart blanking. The farfield signal was measured as 0.2 mv on the programmer, and p-wave amplitude daily measurement was greater than 1 mv. Upon reprogramming to fixed sensing at nominal values, farfield oversensing was resolved. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.